Event description:
Pt reports that she had a spinal fusion with pedicle screws and plates on 6/21/93 and broken screws between august of 1993 and february of 1994. She reports that she has severe pain and numbness, increasing weakness in both legs, numbness in genital area, soft tissue reaction and total disability. She states that she is worse now than before the surgery.